Event description:
In 2009, the patient reported her insulin infusion device gave 2 alarms earlier this morning. She stated she pressed the check key twice to confirm the alarms and went back to seep each time. She stated when she awoke she had 16 units of insulin left in her cartridge and several hours later she received an e4 (occlusion). She said she has an elevated blood glucose reading of 328 mg/dl. The patient was educated on the a1 (cartridge low) alarm which alerts when the cartridge has less than 20 units of insulin. During the report, the patient received an e4. The patient was instructed to silence the alarm, disconnect from her headset, and prime through the tubing. She received an e4. She was then instructed to disconnect from the tubing and prime through the adapter and the device gave an e4. She was instructed to remove the insulin cartridge and insert a new cartridge and was able to successfully prime. She then changed her infusion headset and bolused to treat her elevated reading. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.